Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73j1700406. Investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are multiple issues with the staplers. Some have a segment of staples missing, other times it does not bend the staple as it comes out, other times it grabs a hold of the skin and does not let go. This has happened to at least six of the staplers. There was no patient injury.